Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reuse the cartridge. Tandem technical support educated customer on cartridge labeling and reuse of cartridges may result in over delivery or under delivery of insulin. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.